Manufacturer narrative:
Follow-up #1 date of submission 03/30/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 03/21/2016 with the following findings: a review of the black box data showed that 3 boluses were programmed using the meter and then cancelled by the pump. During testing, the ok button was unresponsive. The ok button was found to be shorted due to internal moisture damage on the keypad flex.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that 3 boluses were given by the meter and cancelled by the pump. It was denied that any buttons were pressed on the meter or pump to cause this issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.